Event description:
It was reported that a pinhole balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0x100mm, 80cm ranger drug-coated balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 30 seconds duration time, the balloon ruptured. After decompression, the device was removed from the body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).